Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the prn adapter experienced device damage/deformation while still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: the heparin cap rupture was found at the heparin cap junction about 1 hour after fluid infusion on the second day after PICC implantation. The dressing, heparin cap and normal saline flushing tube were replaced. The nurse had reported it to chief. No adverse consequences have been found for the children.

Event description:
It was reported that the prn adapter experienced device damage/deformation while still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: the heparin cap rupture was found at the heparin cap junction about 1 hour after fluid infusion on the second day after PICC implantation. The dressing, heparin cap and normal saline flushing tube were replaced. The nurse had reported it to chief. No adverse consequences have been found for the children.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9140768. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units were performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.